Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that leaking from the tubing occurred frequently. No patient injury was reported.

Manufacturer narrative:
Other, additional information was received indicating the reported event occurred while in use with 5-6 patients over a period of two weeks. It posed potential risk of contamination, stopped infusion, and under-dosing. The outcome of the issue has been noted as resolved.